Event description:
The customer alleged, they received a questionable thyrotropin (tsh) result for one patient on their elecsys 2010 analyzer. The customer stated no fibrin or clots were found in the sample. The problem has not re-occurred. The patient's initial result was <0.005 uiu/ml and it was not reported outside the laboratory. The sample was repeated and the result was 0.6 uiu/ml. Another sample tube from the patient was tested and the result was 0.6 uiu/ml. The result of 0.6 uiu/ml was reported outside the laboratory. There were no adverse events. The tsh reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
A root cause could not be determined. The problem has not re-occurred.